Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Furthermore, the implant system requires a torque of at least 30n-cm. The implants were place on (B)(6) 2013 and the healthcare professional noted that if failed to osseointegrate. Implants were removed on (B)(6) 2013. Failure to osseointegrate is a well-documented inherent risk of dental implants. The healthcare professional indicted the following: the implants were immediately loaded. Primary stability had been achieved during implant placement, but a couple of weeks later, all the implants were loose and eventually removed. Clinician suspected that the patient had an allergic reaction, but the patient did not want to be subjected to allergy testing. Patient chose to continue to use dentures without implants. No further treatment was planned. The implants' lot history records were reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.

Event description:
Implants were immediately loaded and failed to osseointegrate after approximately 2 weeks.